Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2021-03370. The delivery system was not returned to edwards lifesciences for evaluation. A video of the device after use in the procedure was provided for evaluation. Leakage was observed from two locations on the crimp balloon. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed no additional similar complaints relating to balloon leakage. A review of the complaint history from june 2020 to may 2021 revealed additional similar complaints for commander delivery system (all models and sizes) for balloon leakage. The complaints were confirmed, but no manufacturing non-conformities that would have contributed to the reported events were identified. Available information suggested that patient and/or procedural factors may have contributed to the complaint events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. The following instructions were reviewed: IFU for commander delivery system, device preparation manual, and procedural training manual. A review of IFU/training materials revealed no deficiencies. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon leak was confirmed by the provided imagery. Based on a review of the DHR, complaint history and lot history, there is no evidence to confirm that a manufacturing non-conformance contributed to the complaint. Per report, ''during valve deployment in a severe calcified annulus with nominal volume, balloon was damaged. Valve was deployed to about 95%.'' As there was calcification present in the patient anatomy, it is possible that the crimp balloon may have made contact with a calcium nodule during delivery system after alignment. Additionally, it is possible that procedural factors may have contributed to the complaint event. A non-coaxial valve interaction with the crimp balloon during delivery system advancement or valve alignment may have punctured the balloon and resulted in the observed leakage. Without the return of the complaint device or applicable imagery, a definitive root cause is unable to be determined. However, available information suggests that patient (calcification) and/or procedural factors (non-coaxial interaction with valve struts) may have contributed to the complaint event. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation and corrective/preventative action (CAPA) are not required. H3 other text :

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), during a transfemoral transcatheter aortic valve replacement (tavr) with a 29mm sapien 3 valve, during deployment, balloon leakage was observed. The valve was deployed approximately 95%. The valve was placed too aortic at position 99:01 aortic/ventricular. A second valve was successfully implanted in optimal position. The patient is stable post procedure.